Event description:
On 29-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got detached at the quick release. The patient noticed the insulin out of the tubing about 5 hours after changing the set. This issue occurred with seven sets. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got detached at the quick release. The patient noticed the insulin out of the tubing about 5 hours after changing the set. This issue occurred with seven sets. No further information available.